Event description:
A plastic particle floating in baxter exactamix bag was found by a pharmacist during tpn final preparation check on (B)(6) 2025. B: current product reference number is (B)(4) of the 500 ml ethylene vinyl acetate bag. The particle appears to plastic-like and a single filament. Bag was sequestered away and did not reach patient. Several of these particles have been found from this reference number exactamix bags. A: the assumption is that particles could be from this specific lot of bags. This is a significant safety risk for patients as total parenteral nutrition¿s are IV medications that have direct access to the patient's circulatory system that could result in clot, obstruction, inflammation, and/or infection, which overall could have more serious outcomes.